Manufacturer narrative:
The insulin pump was received missing segments due to cracked zebra connector. No cosmetic damage noted.

Event description:
It was reported that the insulin pump display had anomaly. The customer's mother stated that pixels missing form the insulin pump screen. Customer stated it was detected when she performed self test and the insulin pump passed. Customer stated that 13 pixels were missing. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.